Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail that paramedics had been called three times during the month of (B)(6) in response to low blood glucose levels. Blood glucose levels were around 20 and 30 mg/dl. Customer also stated that the insulin pump fell into the toilet, but was not damaged. The insulin pump was not replaced or returned for analysis.